Event description:
It was reported that the 9900 system had an overload fault. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage regulator, generator drive, and x-ray tube were replaced during the service call. The system was tested and found to be working as intended and put back into service.